Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 10 reported devices were received for evaluation; the event was confirmed during testing. Evaluation found that 7 devices had damaged internal components, 1 device had damaged and corroded internal components, 1 device had a motor short and 1 device had worn internal components. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events, in which the devices had reportedly overheated. There was no patient involvement with 8 devices and there was patient involvement with 2 devices; no patient impact.